Manufacturer narrative:
Device is a combination product . Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. Same case as MDR ID#: 2134265-2013-00263, 2134265-2013-00265. It was reported that following a coronary artery stenting treatment procedure, the patient had chest pain and myocardial infarction (mi). In (B)(6) 2012, the patient presented with stable angina (ccs classification 2) and was referred for cardiac catheterization. The de novo 1st target lesion was located in the distal right coronary artery (dist rca) with 90% stenosis and was 8mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with pre-dilation and placement of a 2.50x12mm promus element plus stent, with 0% residual stenosis. The de novo 2nd target lesion was located in the mid right coronary artery (mid rca) with 80% stenosis and was 20mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with pre-dilation and placement of a 2.50x32mm promus element plus stent, with 0% residual stenosis. The de novo 3rd target lesion was located in the proximal left anterior descending artery (prox lad) with 70% stenosis and was 22mm long with a reference vessel diameter of 3.5mm. The physician treated the lesion with pre-dilation and placement of a 3.50x32mm promus element plus stent, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. Following the index procedure, the patient had chest pain and was treated with integrelin (eptifibatide). Two days post index procedure, the patient was re-admitted due to non st-elevation myocardial infarction (nstemi). Elevated cardiac enzyme values were observed. Medication was given to treat the mi. The patient was considered recovered and was discharged on aspirin and clopidogrel.